Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a device that was not functioning properly. The ipp was replaced. There were no patient complications reported.